Event description:
IV tubing found to have a bulge at the insertion site of the channel. Dates of use: (#1-2) (B)(6) 2017. Is the product compounded?: (#1-2) no. Is the product over the counter: (#1-2) no.